Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead and the right atrial lead may be fractured. Follow-up was conducted but no information was received from the clinic. The leads are still in use. No patient complications have been reported as a result of this event.